Event description:
The hospital reported that during an endoscopic vein harvesting procedure, co2 could not be delivered out of the btt short port on the vasoview hemopro. The hospital tries testing the device with a syringe, with air in it and nothing would come out. An accessory pack for the vh-2004 (vasoview 6 pro) device was used to complete the procedure. Nothing broke or was left in the patient. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. The btt balloon was inflated with 25 cc of air through the balloon inflation port and submerged in water; no leakage was observed. The co2 insufflation port was tested; air would not flow through. Adhesive was observed in the insufflation opening on the body. Based upon the evaluation results, the reported complaint was confirmed. Additional evaluation required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).